Manufacturer narrative:
For regularization - retrospective review / FDA request. Event occured in (B)(6). No recovery of the device for expertise. Corrective actions implemented to solve this problem: reinforcement of the control method: use of an angled assembly (45°) for performance qualification. Implementation of post-polishing aspect control: no scratches or unevenness with a binocular.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. According to the distributor, breaking of the braid during the intervention.